Manufacturer narrative:
.

Event description:
The customer reported that there is a red cross when the device is turned on. There was no specific reported malfunction for the device. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there is a red cross when the device is turned on. There was no specific reported malfunction for the device. There was no report of patient involvement.